Manufacturer narrative:
Follow up #1 01/23/2015 device evaluation: the pump has been returned to animas and evaluated on 01/10/2015 with the following findings: all of the keypad buttons responded normally. The keypad cover was torn between the up and down buttons. No contamination was found underneath the button contacts. Unrelated to the keypad, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the down button was unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.